Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that a nut on the atrial connector of the external pulse generator (epg) was missing. It was also indicated that the atrial connector was damaged and pushed within the case. It was also indicated that the keypad window was scratched, the case was broken, and the battery drawer would stick. The epg was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nut on the atrial connector of the external pulse generator (epg) had come loose and fallen off. It was noted that the issue was identified during servicing by the user facility. The epg remains in use. There was no patient involvement. On (B)(6) 2018 the epg was returned for service.